Manufacturer narrative:
A review of the device labeling was completed. Corneal edema, iop above baseline, iritis and intraocular inflammation are identified in the labeling as known adverse events following icl implantation. The dfu states a warning: complete removal of viscoelastic from the eye after completion of the surgical procedure is essential. Viscoelastic instruments that may be difficult to inhale should not be used. The dfu states a warning: staar surgical icl and disposable accessories are packaged and sterilized for single use only. Cleaning, refurbishing and/or re-sterilization are not applicable to these devices. If one of these devices were reused after cleaning or refurbishing, it is highly probable that it would be contaminated, and the contamination could result in infection and/or inflammation. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. The cause of the event was due to remnant of foreign matter in the eye and therefore is not device related. Claim#: (B)(4).

Event description:
A case study was published in the asian journal of surgery, titled: "toxic anterior segment syndrome induced by cotton fiber after icl implantation". It reports a 27 year old female underwent bilateral icl implantation. A 12.6mm vticmo - 18.00/+1.50/100 was implanted into the left eye (os) on 10-aug-2023. At postop week 1, corneal edema, iop 28.7mmhg, and immunodeposits were observed near the incision and on the anterior surface of the icl. Slit lamp exam found a blue cotton fiber (~1mm) below the incision. Treatment included removal of the cotton fiber through the corneal limbus followed with use of antibiotic, steroid, nsaid and iop reducing ophthalmic drops. By postop month 1 and 3, the corneal edema had subsided with iop and endothelial cell density normal. The author concludes that early diagnosis and treatment of tass can achieve a good outcome with symptoms resolved.

Manufacturer narrative:
Corrected data; d4: vticmo12.6. Claim#: (B)(4).